Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string broke during removal leaving the pessary inside. She experienced this issue with multiple pessaries from the box. She was able to manually remove the pessaries with no medical assistance and is doing well.